Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc count in the platelet product. No medical intervention was necessary. Donor unit # (B)(6). The disposable kit was not available for return because the customer had already discarded it. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in progress. A follow-up report will be provided.